Event description:
Related manufacturer reference number: 1627487-2021-17146 .additional information received stated that the patient's infection had spread to the lead site as well. The patient had a PICC line put in at the lead and ipg sites on (B)(6) 2021 and will run a course of antibiotics.

Event description:
Additional information received stated that the patient's infection had resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient's ipg site had become infected. The patient was prescribed oral antibiotics and is being monitored.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced an infection at the ipg pocket site causing swelling and pain. The patient was prescribed oral antibiotics and the infection resolved.